Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced a displaced magnet. On (B)(6) 2019, the recipient underwent magnet repositioning surgery.